Event description:
Customer reported a typing discrepancy in d testing. A patient was typed as a positive with d typing 3-4+ using gammaclone anti-d. A sample was sent to another facility and patient was typed, using galileo, as a negative with anti-d series 4, and positive with anti-d series 5 (1+).

Manufacturer narrative:
Hemagglutination tube testing was performed with the customer's returned patient sample, using a variety of manufacturers' anti-d reagents, including retention anti-d (monoclonal blend), lot 506005x. The sample exhibited positive reactivity with all anti-d reagents tested.